Event description:
It was reported that the implantable neurostimulator (ins) was overdischarged. The patient let the ins overdischarge due to lack of use. It was reported that the ins was reset after one physician recharge mode (prm) and the device was charged to ¼. The device was inspected and high impedance was seen on electrodes 4 and 5. The device was programmed around those electrodes and the patient got good coverage. The device was oriented and programmed in 2 positions before they lost charge. The patient was instructed how to use the programmer to program the last two settings which were lying left and upright. The product issue was resolved. The patient was getting less than 50% therapy relief during the event. The patient status at the time of the report was listed as alive with no injury. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).